Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two existing users were unable to log in to the station due to authentication failure. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to authenticate to the station. The technical support specialist (tss) dialed into the station, reviewed authentication logs, and identified that the failures were related to user account status and credential validation. The tss found that user 1 was unable to log in because the active directory account was locked. For user 2, the login failed due to invalid credentials, and the account could not be located on the pyxis server for verification. The tss advising the user to work with the hospital information technology (hit) team for assistance. The technical support specialist (tss) investigated and closed the case.